Event description:
Aspen surgical received a report from the end user indicated that the blades were breaking off from the scalpel handle. No injury or adverse event was reported. Issue was filed in the complaint handling system under number (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.